Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the patient had a bha on (B) (6). The surgeon could not make judgement a proper size of the centrax in this bha surgery. Because the patient's acetabuli was deformed with a necrosis. He implanted the 53mm centrax but he felt slightly large for the patient's acetabuli. Afterward, the patient dislocated at the hospital on (B) (6). Therefore, the surgeon performed a revision surgery on (B) (6). The surgeon noticed that the locking ring was dissociated from the centrax and also the centrax was dissociated from the head. Therefore, the surgeon implanted 51mm centrax instead of a reported centrax."